Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that they wanted to set up an appointment with a manufacturer representative. The consumer stated that the patient was having lots of trouble with their device. No patient symptoms were reported and there were no complications. Indication for use is unknown.